Event description:
Information received indicates the foot end brake caster will engage into brake but will not hold.

Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.